Event description:
A balloon ruptured on the first inflation at 10 atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure of an extremely stenotic and difficult lesion. During withdrawal of the balloon catheter, the balloon material detached and remained in the pt. The guidewire, sheath and balloon material were removed as a unit without incident. The procedure was completed successfully and the pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon material was completely detached from the catheter and was inverted on one end. The balloon material appeared to be intact. The proximal ro marker was loose and positioned next to the distal ro marker. Adhesive was noted on the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated the lesion was extremely stenotic and difficult. Co believes the above factors may have contributed to this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."